Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, weak phrenic nerve was confirmed via compound muscle action potential (cmap) and palpation. The physician suspected that the catheter was dislocated, manipulating the catheter, however, cmap confirmed that the phrenic nerve did not recover. Then, a double stop technique was performed. Fluoroscopy showed that the diaphragm had elevation. The left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were first ablated. Phrenic nerve did not recover at this time. A touch up was performed with radiofrequency to ablate the right inferior pulmonary vein (ripv). The case was completed with radiofrequency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were analyzed and it showed multiple applications were performed with balloon catheter 2af284 with lot number 61669 without any issues or system notices on the date of the event. The reported issue is a clinical issue and could not be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that the phrenic nerve palsy (pnp) resolved and the patient discharged.